Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Video of procedure. Additional information was requested and the following was provided: the device was not returned for analysis; therefore, it is not possible to establish potential or probable cause. The focus of the complaint investigation is on information contained within this file, a review of the instructions for use and a review of the procedure videography. Dr. (B)(6) reviewed the video and below is a summary of his observation. The case was performed with three ports, one camera, one grasper, one operative (dissector, clip applier). Dissection did not appear complete. First structure, which I did not definitely identify, was clipped 5 times. One clip was fired across another which left that clip malformed. There appeared to be 4 clips remaining. It was not definitely determined if any clip was close or impinging on an unintended structure. During application of the clips tips were frequently not visualized and therefore could cause unwanted damage. Another structure was identified and clipped three times. I am not certain which structure this was. Per the instructions for use, "prior to each clip application, inspect the jaw tips to ensure the clip is fully advanced to the end of the jaws. Ensure that each clip is securely and completely positioned around the tissue being ligated." In addition, "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to 'spit' clips." We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. No further investigation other than what is outlined in this file can be performed at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that all the clips applied by using er320 didn`t close properly on the vessels. The case was carried out using more clips. The patient underwent endoscopic retrograde cholangio pancreatography and after that the surgeon applied an endo-choledocus stent because the clip applied on the vessel detached. The device was discarded but there is a video recording of the case. Hospitalization was extended from two to eight nights.